Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 135 mg/dl. The customer will continue to use the pump for insulin therapy or reach out to physician for insulin pens if needed. A replacement pump was sent to the customer to resolve the issues.